Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform lightcycler 96 using shimadzu's reagent which yielded a negative result for all targets. No harm was alleged. A partial investigation was conducted to evaluate the customer issue as run data was not provided. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The run data for the alleged liat run was requested but it was confirmed that the run data cannot be provided. As a result, an analysis of the alleged run could not be performed. Additionally, the reagent lot used when the sars-cov-2 result was generated could not be confirmed. Since lot information could not be provided, only a limited investigation could be performed and found no product issue. As the run data could not be provided, the root cause could not be identified. It is possible that the alleged sample was a low titer sample and that wavering results were generated upon repeat. Without the run data however, this conclusion cannot be confirmed. (B)(4).